Event description:
A pasv port was being placed for therapeuitic purposes in 2005. Upon attaching the catheter to the port body during placement, leaking was noticed at the connection site. Another port was attached to the catheter and leaking was again noticed. The catheter was cut back approx three centimeters and reattached to the port and leaking was again noticed. A different catheter was used instead and was connected to the port without leaking.